Manufacturer narrative:
(B)(4). Batch # unk. Month and day unknown. Only year (2018) is known. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested and the following was obtained: where in the green gap setting scale was the indicator located prior to firing? Who fired the device and what is his/her experience? Did the healthcare professional wait 15 seconds and then retighten prior to firing? Was the site of the bleeding identified? Were there any staple formation issues identified at any point during the care of the patient? What is the current patient status? Response received: they have been using the stapler for over 10 years, some in the group for 20 years. They waited 15 seconds and retightened. They go to just above 1.0 on final tighten. The case was a total colectomy with j-pouch. In the post-anesthesia care unit the patient had bleeding from the mouth. A colonoscopy was performed which revealed perfuse bleeding from the rectum. Gelfoam was used to stop the bleeding. No staple formation issues were reported. The patient is now fine.

Event description:
It was reported that after a colorectal procedure while the patient was in the post-anesthesia care unit the patient began bleeding and the surgeon used gel foam to stop the bleeding. The device delivered a successful, dry staple line during the procedure. The patient is currently stable and in good condition approximately two weeks post-op.

Manufacturer narrative:
(B)(4). Date sent: 6/21/2018. Additional information provided. The sales representative informed us that the robotic stapler was being used to create the transverse staple lines. Surgeons close to about half way, wait fifteen seconds, and then retighten slightly. Surgeons are unwilling to tighten further than 3/4 as they are concerned with ischemia if they go too low. It cannot be determined if the bleeding was from the transverse staple line or the circular staple line, but surgeons are leaning towards the circular staple lines.